Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin squirted out during manual prime. The customer¿s blood glucose was 12.8 mmol/l. The customer reported that the no numbers were appeared on screen and no beeps heard. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify the compromised force sensor system alarm or verify prime/fill anomaly due to broken / detached end cap.